Manufacturer narrative:
The device involved was not inspected by the hospital biomedical engineer or a gambro technical service representative. There is no allegation the machine malfunctioned. Gambro does not regard the submittal of this report as an admission of causation or liability. (B) (6) years, (B) (6). Nutropin aq pen (somatropin) solution for injection 10mg. (B) (4): malfunction.

Event description:
A nurse ended continuous renal replacement therapy when she observed a clot in the deaeration chamber of the extra corporeal circuit. The pt sustained a blood loss of approximately 152 ml when the blood content from the extracorporeal circuit was not returned to the pt. Following the blood loss, the pt's blood pressure decreased and the pt received a 250 ml bolus of normal saline, started on a levophed drip and she received 1 1/2 units of packed red blood cells. Additional information from the importer report: pain during injection, bruising [injection site pain]. Case description: this spontaneous case was received from a customer services administrator for healthcare at home and concerned a female patient of approximately (B) (6) age (age at time of the event not certain). No concomitant medications or medical history were reported for the pt. On an unspecified date, the pt started treatment with nutropin (somatropin) subcutaneous pen injections; the dose, frequency of administration, indication for use and batch number used were not reported. On an unreported date the pt experienced difficulties with the pen used to administrate nutropin (somatropin). The pt pressed the injection button, but the white button on the side of the pen would not easily click. To complete the administration of nutropin (somatropin), the pt had to wriggle the button and pen whilst the needle was in the skin, resulting in a lot of pain and bruising. Action taken regarding nutropin (somatropin) was not reported, but the pt was supplied with a replacement pen and the problematic pen was due to be returned. Treatments administered for the pain and bruising, and the outcomes to these events were not reported. The reporter did not assess the pain and bruising as related to nutropin (somatropin), but due to a problem with the pen used to administer the product. Further info has been requested and if received, this case will be updated accordingly.